Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000ml eva tpn bag was leaking from the admin port. This occurred while filling the bag in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection was performed with the naked eye. Functional leak testing was performed by filling the bag with tap water. A leak was noted at the spike port. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.